Manufacturer narrative:
.

Event description:
It was reported that during implant of the pulse generator, device output did not match the programmed settings. The device was removed from the pocket and a replacement device was successfully implanted at that time. The patient was stable throughout the procedure.

Manufacturer narrative:
(B)(4).